Event description:
Adverse event(s): "could not see" (vision, impaired). Product problem(s): "no info" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she "could not see". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested from the consumer on 07/15/2010, 07/20/2010 and 08/05/2010 by phone. A completed questionnaire has not been received. (B)(4).